Event description:
After use of the device for an endoscopic vein harvesting procedure, the user reported the light guide cable port was bent. The user reported this event occurred due to the cover on the light guide cable port being forced off with the use of an instrument. No other details regarding the nature of the event were provided. Since the event occurred after an endoscopic vein harvesting procedure, there was no pt involvement during this event.